Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed a new patient programmer (pp) because she lost her programmer. Upon further discussion it was reported that the pp was ¿non-functional.¿ the patient had noticed that their pp would not communicate with the implantable neurostimulator (ins). The patient was not aware of the pp issue until yesterday. There was no out of box failure. The ins was also not working. It was unknown when the ins ¿was not working.¿ no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.